Event description:
It was reported that the tissue pad melted during the lap splenectomy. They used another like device to complete the case with no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.